Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), myelitis transverse ("myelitis transverse") and genital haemorrhage ("abnormal heavy bleeding") in a (B)(6) female patient who had essure (batch no. 774384) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "location of device: several attempts made for proper placement". Concomitant products included clonazepam since (B)(6) 2015, gabapentin from (B)(6) 2013 to (B)(6) 2015, lidocaine, ondansetron (zofran) from (B)(6) 2014 to (B)(6) 2015, ondansetron from (B)(6) 2014 to (B)(6) 2014 and zolpidem tartrate (ambien) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On 1(B)(6) 2012, 1 year 9 months after insertion of essure, the patient experienced hypertriglyceridaemia ("hypertriglyceridemia"). On (B)(6) 2013, the patient experienced myelitis transverse (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection without hematuria"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe cramping"), back pain ("severe back pain"), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations"), incontinence ("incontinence"), libido decreased ("decreased libido"), vaginal haemorrhage ("abnormal vaginal bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel allergy"), rash ("rashes"), alopecia ("hair loss"), migraine ("migraine") and adnexa uteri pain ("fallopian tube pain"). The patient was treated with surgery ((B)(6) 2016 (hysterectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, myelitis transverse, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, abdominal pain, back pain, fatigue, headache, weight fluctuation, incontinence, libido decreased, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, hypertriglyceridaemia, allergy to metals, migraine and adnexa uteri pain outcome was unknown and the rash and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypertriglyceridaemia, incontinence, libido decreased, menorrhagia, migraine, myelitis transverse, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: the consumer continues to explore her options to have her essure device removed as a definitive solution to her pain and complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral occlusion of her fallopian tubes most recent follow-up information incorporated above includes: on 28-feb-2018: the pfs received:the event abnormal vaginal bleeding, urinary tract infection, bladder problems, urinary problems, hypertriglyceridemia, nickel allergy, rashes, hair loss, migraine, fallopian tube pain, device insertion difficult added,reporters added,concomitant medication added,lot number added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On (B)(6) 2018: follow up 3 and 2 process together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("prolonged menses"), myelitis transverse ("myelitis transverse") and genital haemorrhage ("abnormal heavy bleeding") in a 43-year-old female patient who had essure (batch no. 774384) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "location of device: several attempts made for proper placement". The patient's concurrent conditions included cervical myelopathy and muscle spasm. Concomitant products included clonazepam since (B)(6) 2015, gabapentin from (B)(6) 2013 to (B)(6) 2015, lidocaine, ondansetron (zofran) from (B)(6) 2014 to (B)(6) 2015, ondansetron from (B)(6) 2014 to (B)(6) 2014 and zolpidem tartrate (ambien) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, 1 year 9 months after insertion of essure, the patient experienced hypertriglyceridaemia ("hypertriglyceridemia"). On (B)(6) 2013, the patient experienced myelitis transverse (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection without hematuria"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe cramping"), back pain ("severe back pain"), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations"), incontinence ("incontinence"), libido decreased ("decreased libido"), vaginal haemorrhage ("abnormal vaginal bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel allergy"), rash ("rashes"), alopecia ("hair loss"), migraine ("migraine") and adnexa uteri pain ("fallopian tube pain"). The patient was treated with surgery (B)(6) 2016 (hysterectomy)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, myelitis transverse, genital haemorrhage, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, fatigue, headache, weight fluctuation, incontinence, libido decreased, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, hypertriglyceridaemia, allergy to metals, migraine and adnexa uteri pain outcome was unknown and the rash and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypertriglyceridaemia, incontinence, libido decreased, menorrhagia, migraine, myelitis transverse, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: the consumer continues to explore her options to have her essure device removed as a definitive solution to her pain and complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral occlusion of her fallopian tubes on (B)(6) 2010, findings: two essure devices are seen superimposed over the sacrum; one just to the right of midline and one on the left side of the sacrum. Sacroiliac joints are unremarkable. A few scattered small calcifications are seen within the pelvis presumably representing phleboliths. The visualized bowel gas pattern was unremarkable. Osseous structures of the pelvis are unremarkable. (B)(6) 2011, hysterosalpingography revealed location of the essure devices. Mild mucosal irregularity of the intrauterine cavity. This might represent synechiae, related to the menstrual cycle, versus other etiology. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("prolonged menses"), myelitis transverse ("myelitis transverse") and genital haemorrhage ("abnormal heavy bleeding") in a 41-year-old female patient who had essure (batch no. 774384) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "location of device: several attempts made for proper placement". The patient's concurrent conditions included cervical myelopathy and muscle spasm. Concomitant products included clonazepam since (B)(6) 2015, gabapentin from (B)(6) 2013 to (B)(6) 2015, lidocaine, ondansetron (zofran) from (B)(6) 2014 to (B)(6) 2015, ondansetron from (B)(6) 2014 to (B)(6) 2014 and zolpidem tartrate (ambien) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient experienced hypertriglyceridaemia ("hypertriglyceridemia"). On (B)(6) 2013, the patient experienced myelitis transverse (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection without hematuria"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe cramping"), back pain ("severe back pain"), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations"), incontinence ("incontinence"), libido decreased ("decreased libido"), vaginal haemorrhage ("abnormal vaginal bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel allergy"), rash ("rashes"), alopecia ("hair loss"), migraine ("migraine") and adnexa uteri pain ("fallopian tube pain"). The patient was treated with surgery ((B)(6) 2016 (hysterectomy)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, myelitis transverse, genital haemorrhage, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, fatigue, headache, weight fluctuation, incontinence, libido decreased, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, hypertriglyceridaemia, allergy to metals, migraine, adnexa uteri pain and weight increased outcome was unknown and the rash and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypertriglyceridaemia, incontinence, libido decreased, menorrhagia, migraine, myelitis transverse, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: the consumer continues to explore her options to have her essure device removed as a definitive solution to her pain and complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral occlusion of her fallopian tubes on (B)(6) 2010, findings: two essure devices are seen superimposed over the sacrum; one just to the right of midline and one on the left side of the sacrum. Sacroiliac joints are unremarkable. A few scattered small calcifications are seen within the pelvis presumably representing phleholiths. The visualized bowel gas pattern was unremarkable. Osseous structures of the pelvis are unremarkable. (B)(6) 2011, hysterosalpingograph revealed location of the essure devices. Mild mucosal irregularity of the intrauterine cavity. This might represent synechiae, related to the menstrual cycle, versus other etiology. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: plaintiff fact sheet received. Event weight gain was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("prolonged menses"), myelitis transverse ("myelitis transverse") and genital haemorrhage ("abnormal heavy bleeding") in a 43-year-old female patient who had essure (batch no. 774384) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "location of device: several attempts made for proper placement". The patient's concurrent conditions included cervical myelopathy and muscle spasm. Concomitant products included clonazepam since (B)(6) 2015, gabapentin from (B)(6) 2013 to (B)(6) 2015, lidocaine, ondansetron (zofran) from (B)(6) 2014 to (B)(6) 2015, ondansetron from (B)(6) 2014 to (B)(6) 2014 and zolpidem tartrate (ambien) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, 1 year 9 months after insertion of essure, the patient experienced hypertriglyceridaemia ("hypertriglyceridemia"). On (B)(6) 2013, the patient experienced myelitis transverse (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection without hematuria"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe cramping"), back pain ("severe back pain"), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations"), incontinence ("incontinence"), libido decreased ("decreased libido"), vaginal haemorrhage ("abnormal vaginal bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel allergy"), rash ("rashes"), alopecia ("hair loss"), migraine ("migraine") and adnexa uteri pain ("fallopian tube pain"). The patient was treated with surgery ((B)(6) 2016 (hysterectomy)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, myelitis transverse, genital haemorrhage, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, fatigue, headache, weight fluctuation, incontinence, libido decreased, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, hypertriglyceridaemia, allergy to metals, migraine and adnexa uteri pain outcome was unknown and the rash and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypertriglyceridaemia, incontinence, libido decreased, menorrhagia, migraine, myelitis transverse, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: the consumer continues to explore her options to have her essure device removed as a definitive solution to her pain and complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral occlusion of her fallopian tubes. On (B)(6) 2010, findings: two essure devices are seen superimposed over the sacrum; one just to the right of midline and one on the left side of the sacrum. Sacroiliac joints are unremarkable. A few scattered small calcifications are seen within the pelvis presumably representing phleholiths. The visualized bowel gas pattern was unremarkable. Osseous structures of the pelvis are unremarkable. (B)(6) 2011, hysterosalpingograph revealed location of the essure devices. Mild mucosal irregularity of the intrauterine cavity. This might represent synechiae, related to the menstrual cycle, versus other etiology. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("prolonged menses"), myelitis transverse ("myelitis transverse") and genital haemorrhage ("abnormal heavy bleeding") in a 41-year-old female patient who had essure (batch no. 774384) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "location of device: several attempts made for proper placement". The patient's concurrent conditions included cervical myelopathy and muscle spasm. Concomitant products included clonazepam since (B)(6) 2015, gabapentin from (B)(6) 2013 to (B)(6) 2015, lidocaine, ondansetron (zofran) from (B)(6) 2014 to (B)(6) 2015, ondansetron from (B)(6) 2014 to (B)(6) 2014 and zolpidem tartrate (ambien) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient experienced hypertriglyceridaemia ("hypertriglyceridemia"). On (B)(6) 2013, the patient experienced myelitis transverse (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection without hematuria"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe cramping"), back pain ("severe back pain"), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations"), incontinence ("incontinence"), libido decreased ("decreased libido"), vaginal haemorrhage ("abnormal vaginal bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and allergy to metals ("nickel allergy"). The patient was treated with surgery ((B)(6)2016 (hysterectomy)) and surgery (ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, myelitis transverse, genital haemorrhage, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, fatigue, headache, weight fluctuation, incontinence, libido decreased, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, hypertriglyceridaemia, allergy to metals and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypertriglyceridaemia, incontinence, libido decreased, menorrhagia, myelitis transverse, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: the consumer continues to explore her options to have her essure device removed as a definitive solution to her pain and complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral occlusion of her fallopian tubes on (B)(6) 2010, findings: two essure devices are seen superimposed over the sacrum; one just to the right of midline and one on the left side of the sacrum. Sacroiliac joints are unremarkable. A few scattered small calcifications are seen within the pelvis presumably representing phleholiths. The visualized bowel gas pattern was unremarkable. Osseous structures of the pelvis are unremarkable. (B)(6) 2011, hysterosalpingograph revealed location of the essure devices. Mild mucosal irregularity of the intrauterine cavity. This might represent synechiae, related to the menstrual cycle, versus other etiology. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: correction received:event rash,hair loss,migraine,fallopian tube pain deleted.reporter and product removal date deleted.fu # 3 from case # (B)(4) source documents need to be deleted along with extracted information from wrong sd. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.